Manufacturer narrative:
Driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Review of the controller log files could not be performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable by the clinical specialist revealed a circumferential tear in the outer sheath, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. There is no evidence to suggest that a device malfunction caused or contributed to the related event. Based on the available information, the most likely root cause of the driveline sheath damage may be attributed to factors such as improper handling. The manufacturer will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there was an area on the driveline where the outer urethane coating had split and the proximal portion of the driveline strain relief also had a small tear. The patient was seen in the clinic for a repair. The protective tape that the patient had put on the driveline when they first noticed the break in the coating was removed. On visual inspection, it was noted a one centimeter tear to the proximal (tapered) end of the driveline strain relief and a single, full circumference split in the outer urethane coating twelve centimeters proximal to the driveline strain relief. A modified sheath repair was done to cover the split in the urethane coating and to anchor the proximal driveline strain relief to the driveline. The patient tolerated the repair without incident or alarms. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.